Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: during testing, the batter compartment was found to be cracked. No evidence of moisture damage was found in the compartment. The battery cap had stripped threads and a test cap was used for further testing. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. The vibration motor was unresponsive during testing, the pins were found to not be making an electrical connection to the printed circuit board. During testing, the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. Evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.